Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® edta 2k had foreign matter in tube; biological and non-biological. This occurred on 4 occasions. The following information was provided by the initial reporter: dirty shield x2, black spot in tube x1, dirty tube x1.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter on tube and shield, embedded foreign matter on tube and shield, with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter on tube and shield, embedded foreign matter on tube and shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the embedded foreign matter on tube and shield issue through CAPA# (B)(4) and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported before use the bd vacutainer® edta 2k had foreign matter in tube; biological and non-biological. This occurred on 4 occasions. The following information was provided by the initial reporter: dirty shield x2 black spot in tube x1 dirty tube x1.